Event description:
(B)(4). I had my essure procedure done in (B)(4) of 2014 and since that day I've had severe lower back pain, bleeding since that day, abdominal cramping, nausea, fatigue, headaches once or twice a day. I've had blood test done, sonograms done, urine analysis done and pap smears. Everything has came back normal.

Event description:
(B)(4). I have recently gotten a partial hysterectomy on (B)(6) 2014 due to the pain in my back and the bleeding got worse.